Manufacturer narrative:
Device remains in patient. The charger and charger belt were replaced and returned for analysis. Product analysis showed normal device characteristics. Additional suspect device components involved in the event: model: sc-5300, description: charger replacement, model: sc-6355, description: patient charger belt. This is a final report.

Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The patient is reportedly doing well after the revision.